Manufacturer narrative:
Age and dob were not provided, but the patient was reported to be a pediatric patient. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photo noted that the minicap was cracked. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.